Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B5- corrected. Correction: h6 medical device problem code: the code should have been 2950 - impedance problem instead of 1211 - failure to deliver energy.

Event description:
It was reported the patient experience ineffective therapy due to impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experience ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue.